Manufacturer narrative:
Follow-up received on 23-aug-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. An intervention was required (hysterectomy) to remove essure and thus this case as upgraded to incident (previously reported as other event). Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057271) on 05-nov-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, non-smoker and abstains from alcohol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("extreme abdominal bloating/ abdominal swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), lethargy ("lethargy"), vitamin d deficiency ("vitamin d deficient"), discomfort ("extreme discomfort"), arthralgia ("horrible joint pain"), joint swelling ("swelling of my knees"), musculoskeletal chest pain ("ribcage ache"), abdominal pain ("sharp abdominal pains"), back pain ("lower back pain"), alopecia ("excessive hair loss"), vitamin b12 deficiency ("vitamin b12 deficiency"), dyspepsia ("digestion issue") and headache ("headache"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, fatigue, arthralgia, dyspepsia and headache had resolved and the lethargy, vitamin d deficiency, discomfort, joint swelling, musculoskeletal chest pain, abdominal pain, back pain, alopecia and vitamin b12 deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, discomfort, dyspepsia, fatigue, headache, joint swelling, lethargy, musculoskeletal chest pain, pelvic pain, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event:vitamin b12 deficiency and digestion problem were added. Outcome of events updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5057271) in united states on 05-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, for permanent birth control. As medical history, consumer had 4 normal pregnancies, did not smoke or drink. She reported that approximately 6 months after insertion she developed extreme abdominal bloating. She had ultrasound and colonoscopy performed and both came back normal. She also developed extreme fatigue and lethargy. She had blood work done and it was determined she had vitamin d deficiency. She lived the past years with continued abdominal swelling, extreme discomfort and lethargy, she developed horrible joint pain, swelling of knees, pelvis and ribcage aches, sharp abdominal pains and lower back pain. She had an appointment with her gynecologist to talk about removing essure. Serious injury was mentioned as event report type, and other serious (important medical event) as event outcome but not specified and/or assigned to one of the events. Follow-up information received on 08-dec-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Product technical complaint results received on 11-jan-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up information received on 04-aug-2016. A legal claim was provided. Case upgraded to incident. Plaintiff's date of birth was provided. Plaintiff underwent the essure procedure and was implanted with the essure device. On or around (B)(6) 2010 (discrepant with information previously reported), plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period was marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent a partial hysterectomy to remove the essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. An intervention was required (hysterectomy) to remove essure and thus this case as upgraded to incident (previously reported as other event). Other nonserious events were reported. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil broke and there was a small fragment of essure that remained in the cornua') and pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, non-smoker and abstains from alcohol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("extreme abdominal bloating/ abdominal swelling"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp abdominal pains"), back pain ("lower back pain"), fatigue ("extreme fatigue"), lethargy ("lethargy"), vitamin d deficiency ("vitamin d deficient"), discomfort ("extreme discomfort"), arthralgia ("horrible joint pain"), joint swelling ("swelling of my knees"), musculoskeletal chest pain ("ribcage ache"), alopecia ("excessive hair loss"), vitamin b12 deficiency ("vitamin b12 deficiency"), dyspepsia ("digestion issue") and headache ("headache"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, abdominal pain, back pain, lethargy, vitamin d deficiency, discomfort, joint swelling, musculoskeletal chest pain, alopecia and vitamin b12 deficiency outcome was unknown and the pelvic pain, abdominal distension, fatigue, arthralgia, dyspepsia and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device breakage, discomfort, dyspepsia, fatigue, headache, joint swelling, lethargy, musculoskeletal chest pain, pelvic pain, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5057271) on 05-nov-2015. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil broke and there was a small fragment of essure that remained in the cornua') and pelvic pain ('chronic pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, non-smoker and abstains from alcohol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced abdominal distension ("extreme abdominal bloating/ abdominal swelling"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("sharp abdominal pains"), back pain ("lower back pain"), fatigue ("extreme fatigue"), lethargy ("lethargy"), vitamin d deficiency ("vitamin d deficient"), discomfort ("extreme discomfort"), arthralgia ("horrible joint pain"), joint swelling ("swelling of my knees"), musculoskeletal chest pain ("ribcage ache"), alopecia ("excessive hair loss"), vitamin b12 deficiency ("vitamin b12 deficiency"), dyspepsia ("digestion issue") and headache ("headache"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, abdominal pain, back pain, lethargy, vitamin d deficiency, discomfort, joint swelling, musculoskeletal chest pain, alopecia and vitamin b12 deficiency outcome was unknown and the pelvic pain, abdominal distension, fatigue, arthralgia, dyspepsia and headache had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, device breakage, discomfort, dyspepsia, fatigue, headache, joint swelling, lethargy, musculoskeletal chest pain, pelvic pain, vitamin b12 deficiency and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received. Event "essure coil broke and there was a small fragment of essure that remained in the cornua" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.